Event description:
A report was received that the patient was having trouble controlling the bowel and bladder after the trial procedure. The physician believed that the symptoms were not device related; however, it was unknown if they were procedure related. The patient¿s trial leads were pulled out

Manufacturer narrative:
Additional information was received that the bladder and bowel issues were not procedure related.

Event description:
A report was received that the patient was having trouble controlling the bowel and bladder after the trial procedure. The physician believed that the symptoms were not device related; however, it was unknown if they were procedure related. The patient¿s trial leads were pulled out.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.